Event description:
A valiant captivia stent graft system was implanted in zone 2 in patient for the endovascular treatment of a 525 mm thoracic aortic dissection. The max diameter of the turn lumen was 24 and the false lumen was 18 mm. It was reported that the patient had a residual type b dissection 27 months post implant and required hospitalization. The investigator assessed this event as not related to the device or procedure and related to the patient¿s pre-existing dissection. The patient was given medication. It was also noted that the patient had left arm ischemia approximately eight months post implant. The investigator assessed this event as not related to the device and related to the procedure. No action was taken. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).